Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported a scleral burn. Additional information was received from the facility biomedical engineer stated that there was debris in the fragmatome tip and the fragmatome handpiece overheated. A scleral burn occurred. Additional information was requested with none received to date. The fragmatome handpiece is a handpiece designed for nucleus removal within the posterior segment. This is an alternate method of cataract extraction. Due to the anatomical structure of the eye and the nature of the procedure, the fragmatome handpiece does not supply irrigation via the handpiece. The handpiece solely delivers ultrasonic energy as well as aspiration and vacuum. The irrigation is delivered through a separate irrigation (infusion) port. The fragmatome tip is normally inserted via the pars plana, as is the irrigation. Because of the nature of this procedure, attention must be paid to use of excessive ultrasonic energy which may transfer thermal energy to surrounding sclera tissue. The excessive ultrasonic energy may be avoided by modulating the power setting. Good clinical practice dictates irrigation of the pars plana incision where the fragmatome in inserted to prevent thermal heat transfer to surrounding tissue. There is no evidence contained within the reported information at this time that indicates that the design or performance of the fragmentation handpiece may have contributed to the event.¿ the system was examined. The system was tested and found to meet product specifications. The phaco handpiece was tested and the phaco handpiece was recognized, primed, and tuned with no problem. The fragmatome handpiece was tested and the aspiration was verified with no problem noted. The phaco handpiece was manufactured on may 26, 2009. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on june 4 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that there was debris in the tip of the handpiece which caused the handpiece to overheat during a vitrectomy procedure causing a scleral burn. Additional information was requested.